Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: asr revision. Asr xl (hip side unknown). Patient says he has been"facing severe pain since last year". Advised by (B)(6) not to query patient. Update jan 09, 2018: asr litigation received. In addition to what were previously alleged, litigation alleges that the toxic metal implants resulted to limited mobility, walking difficulty, impaired adl, disability, decreased cognitive function, memory difficulties, stroke, social isolation, depression and giddiness. Revision confirmed. (B)(6) 2010; (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.